Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that "the battery became dead within 50 minutes. Eighteen months has passed since the hospital purchased the battery." (B)(4).